Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entanglement with the chordae and clip deployment in the chordae. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. During grasping, the cds was diving at the lateral position in 2 chamber view, and the clip became caught in the chordae. After over one hour, the clip could not be removed; therefore, the clip was deployed on the chordae. The transseptal puncture support was lost so the procedure was discontinued. The patient was confirmed to be stable and released from the hospital. No further treatment has been planned. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. The reported patient effect of foreign body in patient as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported difficult to position the delivery catheter (dc) shaft could not be determined. The chordal entanglement was a result of the dc shaft positioning issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.